Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva combo system. Reference medwatch with patient identifier (B)(6) for mobile system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 76 mg/dl (aviva combo system) and 45 mg/dl (mobile system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.